Event description:
It was reported that the inserter broke during use in case. Distal tip broke off.

Manufacturer narrative:
One 72203983 healicoil pk 5.5mm product returned. No suture or anchor was returned. The only return was the inserter, which was separated into two pieces. The weld was broken. As an additional safe measure an engineering study has been generated to further investigate this failure mode. Complaints for this mode are being monitored. At this time, no root cause associated with the manufacture of this device was confirmed.